Manufacturer narrative:
Final analysis found a partial lead connector portion returned in one piece measuring 15.3 cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient presented for routine device change out procedure. During the procedure, no pacing or sensing in bipolar configuration and low lead impedance were observed when the right ventricular lead was connector to the new device. It appeared that the rv lead insulation had been nicked/cut. Physician decided to transfer the patient the same day to another hospital for lead revision. The rv lead was capped and replaced. The patient was reported to be stable throughout and post procedure.